Manufacturer narrative:
This device is not marketed in the us and not subject to MDR reporting regulations. The previous reports were submitted in error. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) african-american female patient underwent a breast reconstruction with mentor smooth uhp 930cc gel implants and experienced capsular contracture, baker grade 1 on the left side post-operatively. The patient also expressed dissatisfaction with the outcome of the procedure and reported an infection requiring intervention with medication which has since been resolved. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report contains supplemental information for mentor psr reference number (B)(4).